Event description:
It was reported that after centrifugation bd vacutainer® sst¿ blood collection tubes, there was foreign matter found inside of one tube. No patient impact reported. The following information was provided by the initial reporter: "it was reported an unusual matter in one of the tubes (the physical sample is not available since it was contaminated). It looks like a black piece of plastic inside the tube. Cap was not removed, the sample acquisition was performed in closed system and the tube was centrifugated is a closed manner. When was the fm noticed? During acquisition, by the lab, etc:; by the lab, after centrifugation."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and foreign matter (fm) was observed. Identification of the fm could not be identified through the photo. Additionally, 30 retention samples from bd inventory were visually inspected and no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm unknown. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation bd vacutainer® sst¿ blood collection tubes, there was foeign matter found inside of one tube. No patient impact reported. The following information was provided by the initial reporter: "it was reported an unusual matter in one of the tubes (the physical sample is not available since it was contaminated). It looks like a black piece of plastic inside the tube. Cap was not removed, the sample acquisition was performed in closed system and the tube was centrifugated is a closed manner. When was the fm noticed? During acquisition, by the lab, etc:; by the lab, after centrifugation."